Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass.

Event description:
The customer reported via phone call that the reservoir compartment had cracked at screen. The customer¿s blood glucose level was 129 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.